Manufacturer narrative:
This product is manufactured in the u.s., but not marketed in the u.s.. Investigation type: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, before/during loading a 13.2mm vticm5_13.2 implantable collamer lens, -9.0/+1.5/091 (sphere/cylinder/axis), it tore. This was discovered after opeining the vial. This occurred on (B)(6) 2020. The cause of the event is reported as unknown. An alternate lens was successfully implanted.

Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in a vial in liquid. Visual inspection found the optic and haptic torn. Claim #(B)(4).